Event description:
It was reported that when attaching the electrodes to the pt and the plastic back was peeled off one pad, the gel pulled off a portion of the electrode and stayed stuck to the plastic. This left a gap on the pad surface where there was no gel. The customer also indicated that they keep their electrodes in a pyxis machine, which is a closed cabinet. It is the same environment as an open shelf storage system. They are then placed with the crash carts as needed. The pads where being placed on the pt a precautionary measure and not during a code. There was no adverse affect or delay in treatment to the pt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the returned electrodes and verified the reported failure. It was observed that the apex and sternum pads showed gel peel; however the cause cannot be determined at this time.